Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement as the pump has not been used for insulin therapy. Customer declined further troubleshooting with tandem technical support.